Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report the home pt's transfer set became disconnected from the pt line of the homechoice set during therapy. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.